Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2367 alarm which occurred on the homechoice during use during dwell. The hp had had a system error 2240 alarm prior to the system error 2367. The hp was connected. The hp would complete therapy with manual supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the event, but that she had seen him on (B)(6) 2012 and he was doing well. There were no adverse effects reported, and the patient was continuing therapy on the homechoice. Bps contacted the home patient on (B)(6) 2012. He stated that there was not anything unusual about his supplies or set up that he noticed that might have caused the alarm. He successfully completed therapy with manual supplies, and therapy since has been going well. There were no adverse effects reported in relation to this event.